Event description:
Customer's mother called to report customer reservoir was leaking. No further details provided at time of call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.